Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/30/2015. The fse confirmed the wbc bath was worn, causing the errors. The fse replaced the bath, resolving the issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported receiving white blood cell (wbc) aperture alerts on controls run on a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.